Manufacturer narrative:
Product complaint # (B)(4) d4/g4: device is not distributed in the united states but is similar to device marketed in the USA. Therefore, (01) gtin is not available. H6 component code: g07002 - pending evaluation of returned device. The device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. The following information was requested, but unavailable: received information as following from sales rep via phone; please refer to the event description, there's no report on patient's injury, other information requested is unknown. Did the needle piece fall into the patient? If yes, was the needle piece(s) retrieved during the same procedure? Were x-rays taken to locate the needle piece(s)? What measures were taken to retrieve the broken piece? Was there any additional tissue damage as a result of searching for the needle piece? If not retrieved, in what tissue structure the broken needle was retained? Is there any plan in place to remove the needle piece in the future? A manufacturing record evaluation was performed for the device lot s25060032, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2025 and suture was used. The needle broke when sewing in surgery. Changed to another one to complete the surgery. No adverse patient consequences were reported. Additional information was requested

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 4/10/2026. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: d9, h3, h6. H3 investigational summary: the product received for analysis was vcp1772d. Visual inspection and metallurgical analysis were performed on the returned product. A failed suture needle, was submitted for fractographic evaluation. The component was identified as product code vcp1772d. It was requested that hsa assess the fracture mode of the failure. A fracture was observed in the body near the tip of the needle. The needle was received in two pieces, only one of the mating fracture surfaces was examined for this evaluation. A scanning electron microscope was used to examine the fracture surfaces and surrounding area of the needle. The fracture surfaces were examined in multiple locations to determine the fracture mode. The evaluation revealed the fracture was predominantly composed of microvoid coalescence, which is evidence of a ductile fracture mode. Mechanical damage observed coincidental to the fracture provide additional evidence that the failure was induced by mechanical deformation leading to ductile overload. This was a ductile fracture. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.

Manufacturer narrative:
Product complaint # (B)(4). Corrected information: d 9. Date device returned to manufacturer, h3. Device evaluated by manufacturer? Additional information: h6. Component code, h 6. Type of investigation, h 6. Investigation findings, h 6. Investigation conclusions h3 investigation summary the product was returned to eth for evaluation. One empty open foil and one winding former with seven detached needles and one needle in two sections were received for analysis. The product code vcp1772d is multistrand and should contain eight strands per packet. A photograph was also provided showing the same condition of the physically received sample. Upon visual inspection of the sample, it was observed that one needle was broken in two sections. While the other seven needles no issues related to breakage needles were noted during the evaluation. In addition, marks could be noted on the broken needle, likely caused by a surgical instrument. The sample will be shipped to hsa for further analysis due to the needle breakage. As part of eth quality process all devices are manufactured, inspected, and released to approved specifications. Per the condition of the returned sample, no conclusion could be reached as to what caused the reported complaint. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.